Manufacturer narrative:
D10 concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu, (lot number: unknown). Sigphandle, sig power sigphandle handle, (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric bypass, specifically at the bowel or stomach stapling step, the reload jammed during loading/cycling on the adapter and the blue release button stuck. It was also noted that the adapter was damaged during reload assembly. The device was replaced, and a new adapter and reload were used. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned adapter noted that a broken piece of reload adapter was attached to the distal end of the adapter. Functional testing noted that the adapter was then connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive. There was an articulation calibration error in the data saved to the system. The adapter had 47 of 50 procedures remaining. The broken reload adapter could not be removed from the distal end of the adapter by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. The adapter was partially taken apart to allow the reload to be removed. The adapter was reassembled, connected to a representative handle running v29.6 software, and the device calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. It was reported that the instrument broke. The reported issue could not be confirmed. The most likely cause was not traced to the device. It was also reported that the device was difficult to unload, had a sluggish button, and was unable to perform the clamp test. The reported issues were confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition: articulation calibration error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.